Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during function check, the cardiosave intra-aortic balloon pump (iabp) had several defects that became visible when the module was removed and reinserted in the hospital trolley. The casing of the cardiosave is constructed so tightly that the rescue module is very difficult to push back in, causing massive scratches. There was no patient involvement.

Manufacturer narrative:
Additional information: event site postal code:(B)(6). The getinge field service engineer (fse) encountered the reported issue during the functional check and no repair is completed at this time as the device works normal in spite of the damaged case. The device is used as a repair replacement and loan device. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a